Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit due to a low blood glucose (bg) level of 40mg/dl and losing consciousness while driving. The customer was disconnected from the pump and placed on a ventilator. In addition, the customer was treated with manual insulin injections. The customer was discharged on (B)(6) 2020 with no permanent damage. The customer alleged that the pump delivered multiple unintended boluses. Review of the pump history found that multiple boluses were requested and delivered, however, the customer maintained that boluses were not requested by user. Although requested, the customer did not upload the pump data logs for further review. Reportedly, the customer reverted to manual injections for insulin therapy.